Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years post filter deployment, CT revealed filter in place and the nose/tip of the filter is tilted slightly toward the left with all the filter struts penetrating through the ivc wall. Approximately one year later, CT revealed filter was tilted toward the left and the filter tip appeared embedded in the left lateral wall of the ivc and all the four major struts had penetrated the ivc wall. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter tip tilted to the left and struts penetrated through ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years post filter deployment, CT revealed filter in place and the nose/tip of the filter is tilted slightly toward the left with all the filter struts penetrating through the ivc wall. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt as based on the provided medical records it states that the filter is ¿slightly¿ tilted. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter tip tilted to the left and struts penetrated through ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.